Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, there were multiple areas of mesh erosion in the anterior and posterior vagina. Stage 2 midline cystocele, stage 2 rectocele and enterocele were noted. Revision of the anterior and posterior vaginal mesh took place, as well as anterior and posterior repair, and vaginal closure of enterocele under general anesthesia.